Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient was trying to get a doctor to seem them because they fell and they thought they messed up some of their leads in their back. The patient fell on their back and hit the toilet right where the leads go from the battery to the spine. The caller stated that it swelled up and if the patient were to turn to the left, they would notice changes to the therapy. The patient went to the hospital to see if their back was alright. The caller stated that their back was alright, but muscles were deeply bruised. The patient was sent healthcare professional listings. No further complications were reported. Follow up was conducted.